Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b i71000896, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site is noticing the software going unresponsive when reviewing scans after a case. A reboot will resolve but then it will reoccur when reviewing scans again. No patient present. The manufacturer representative (rep) believes it is a hard drive issue on the computer.